Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2013, product type: extension; product ID: 3387-40, lot# j0340295v, implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3387-40, serial/lot #: j0340295v, (B)(6), (B)(4). All codes apply to all pli's. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient reported very little therapeutic efficacy for the tremors in their right hand since the left side extension and generator were placed a few years ago. Only impedance testing was done. Surgery was planned for the patient on (B)(6) 2018 address the issue. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the information given was already issue in mpxr. Caller stated that the patient's therapy had been ineffective since the patient had the extension revision and ins replacement. Caller stated all impedances were within normal ranges. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative stating the surgeon felt the cause of the lack of efficacy was likely migration of the lead from the vim of the thalamus. No actions had been taken at the time of the report. An MRI was done to diagnose the problem and surgical lead revision was planned to address the lack of efficacy. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was getting a head MRI. This was due to the lack of efficacy that was previously reported. There were no further complications reported.

Manufacturer narrative:
Product ID 3708660 lot# (B)(4) implanted: (B)(6)2013 explanted: product type extension product ID 3387-40 lot# (B)(4) implanted: (B)(6)2004 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the neurologist office claimed that the left hemisphere dbs system was not effective. The neurosurgeon felt the lead needed to be moved. During the procedure it was determined that moving the existing lead was not feasible, so it was removed and discarded and a new lead was implanted. Numerous programming sessions were attempted by the dbs neurology team without success. It was not known if the issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported a clinical diagnosis of worsening tremor. Diagnostics included an examination on (B)(6) 2016 that identified continued right side tremor appearing worse for the patient. It was noted at the (B)(6) clinic visit, the physician felt the patient's fluctuating tremor was partly functional tremor as its worsening seemed to be a response to emotional stress and minimally affected by dbs. Interventions involved reprogramming on (B)(6) 2016, of the left ventral intermediate nucleus (vim) where group a was changed to group c with improvement. Etiology was noted as related to the device or therapy, not related to implant procedure, and due to programming. The patient's most recent interrogation prior to the event was (B)(6) 2016. It was reported that on (B)(6) 2017 the patient experienced an increase in right hand tremor, so this time the left ventral intermediate nucleus (vim) was changed from group c to group a; the tremor improved after the adjustment. The event was considered resolved without sequelae on (B)(6) 2017. Additional information received from an hcp of a clinical study indicated on 2 february 2018 the patient called the clinic requesting greater range for group c as their right hand tremor had worsened again. On (B)(6) 2018 the surgeon stated patient's lateral ventricle had grown in the last 20 years. With growth, it had moved the left electrode. The patient's left lead was replaced. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.